Event description:
It was reported by the affiliate that the (1) tlh60 was used during a laparoscopic cholecystectomy procedure. A brand new linear stapler (tlh60) cracked when the adjusting knob was dialed. The retaining pin was fully extended forward. The case was completed with another device and with no pt consequence.